Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, keil, germany indicate that the cause of this event was an error in design. Corrective actions have been implemented.

Event description:
Proximal end of the target device broke off from the body of the instrument while the surgeon was introducing a standard gamma nail. It was noted that no abnormal pressure was used. The nail was introduced manually, following the standard surgical technique, and no instrument was used to impact the implant. An alternate target device was available to complete the procedure. This event did not cause any adverse consequence to the pt or surgical delay.